Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences.

Event description:
It was reported that air bubbles were observed within the tubing. Customer performed a supply change to address the issue. Reportedly, customer was using off label insulin; per tandem user guide: use only humalog® or novolog® u-100 insulin. Failure to do so may result in serious health consequences. It was also reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. Reportedly, the customer was able to successfully charge the pump using a secondary usb cable. Customer¿s blood glucose level was 393 mg/dl.